Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported when they were asleep, the ins was hurting in the middle and sometimes where the ins was placed. It would sometimes burn at night. Patient says they were "there" in (B)(6) 2016 and had a manufacture representative (rep) adjust there and did it very well. Now they are having problems with back aches and experiencing leakage again. Leakage is still present. Patient will follow up with their healthcare provider (hcp). Patient states the hcp directed them to the device manufacturer to contact the rep. The patient had an appointment at 9am on (B)(6) 2017.

Event description:
Additional information reported that the patient changed the device, it seem not to hurt presently, but still leaks twice a day. It was reported the steps taken was to change the programming and will want to see how that works but, still have backache, presently.